Event description:
The event is reported as: the naptune was pre-tested before use on a pt and it was noted that the unit was giving off a burnt smell while under seat. No pt injury/involvement.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. A device history record (DHR) review was conducted on the reported serial number. The DHR investigation did not show issues related to the complaint.